Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the right breast during a consultation with a medical professional. As a result, the patient is scheduled for bilateral removal and replacement with mentor memorygel xtra breast implants on (B)(6) 2023. The date of event was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 04, 2023, mentor received additional information. The patient's age at the time of event and the date of event were provided as 30-years-old and november 16, 2021, respectively. Additionally, the patient was diagnosed with bilaterally sagging of her breasts. As such, a second file was created to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-00839 for the contralateral event. On january 10, 2023, mentor was provided with the patient ethnicity and race as not hispanic/latino and african american, respectively. On january 18, 2023, the mentor analysis lab received the suspect medical device for evaluation. On january 21, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. On january 25, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 350cc mentor memorygel xtra breast implants. Manufacturer¿s reference number: (B)(4).